Event description:
An 8 mm diameter x 20 mm length bridge assurant biliary stent system was inserted into a pt for the endovascular treatment of a right iliac artery lesion in 2004. Vessel morphology and calcification are unknown. It is unknown if the lesion was pre-dilated. It was reported that during the procedure the stent dislodged off the balloon. The stent was snared and removed from the pt's iliac. No sequelae were reported and the pt is reported to be fine. The device was received and is pending evaluation.